Event description:
(B)(6) year old with history of complete heart block. Pacemaker implanted in 2012. At an office check visit, it was noted that the device was beyond the end of life and he was admitted for pacemaker replacement. During procedure he was noted to be in complete heart block and no underlying r waves could be detected. Leads were then connected to a new pacemaker.